Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice (hc) device, during initial drain. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) had the care giver (cg) close all clamps and cycle the power off and on to clear the alarm. The tsr advised the cg to dispose of current supplies and start over with new supplies to complete therapy. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.